Event description:
The customer reported to olympus, the urethroscope lens is broken and foggy. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found dents in the outer tube (received without the inner, outer adapters and without the protector tube), there was dirt in the object window unit, there were minor scratches on the funnel, and the image was foggy. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to excessive use. Olympus will continue to monitor field performance for this device.